Manufacturer narrative:
Patient/user involvement: the issue was found during setup for patient use and not while in patient use. No patient or user harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the nav ring does not work to select with the center button or the arrows and the numbers jump around. There was no patient involvement.

Manufacturer narrative:
The service engineer (se) reported that the customer had an issue with the nav-ring. When trying to change values via nav-ring, the numbers fluctuated, and the settings could not be changed using the nav-ring or arrows. The se replaced the front bezel to resolve the reported issue. The system met the specification for the performed service and is returned to use. Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. The issue was found while the device was in patient use. There was no delay in therapy, and no patient or user harm was reported.